Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple altitude alarms. The customer's blood glucose level was not impacted. The customer stated that they had remained connected to the pump and had been wearing it in the shower. The customer cleared the alarms and resumed insulin delivery.